Manufacturer narrative:
. E3 - occupation: clinical director this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that leakage from the cuff of the tracheostomy tube included in an unknown blue rhino percutaneous tracheostomy set was discovered following an unspecified procedure on an 55-year-old male patient. The complaint device was then removed and replaced in an additional procedure. Additional information regarding event details and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Additional information: b5, h6 (annex e). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 10dec2024. It was not specified if the leak occurred immediately after placement or after some days.